Event description:
The account alleged that the bed exit alarm was not functioning. No pt impact.

Manufacturer narrative:
The technician inspected the bed and could not replicate any issues, the bed exit alarm functioned as designed.